Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a functional check, our staff found differ in the location of scale marks. Update: per attached intake images, there was variation in the scale marks on 2 devices.

Manufacturer narrative:
An event regarding appearance (¿found differ in the location of scale marks¿) involving a sizing guide was reported. The event was confirmed by dimensional inspection. A visual inspection was conducted on the returned device (7502-9000 lot csv14a). The device was returned in used condition. The stylus had light scratches and abrasions in various areas of the device. The stylus housing lines did not match the stylus body lines. A dimensional inspection was conducted with the returned device (7502-9000 lot csv14a). The scale lines on the device are dimensionally out of specification. Please see the attached dimensions analysis sheet. Not performed as there was no patient involvement. Review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There has been one other events for the lot referenced within this investigation. The reported event ¿differ in the location of the scale marks¿ was confirmed. During a dimensional inspection it was noticed that the scale marks on top of the device were out of specification by not lining up correctly. The notch marks on the bottom of the device were within specification. The notches on the bottom side of the device set in the correct size and the lines above are a visual representation.

Event description:
It was reported that during a functional check, our staff found differ in the location of scale marks. Update: per attached intake images, there was variation in the scale marks on 2 devices.